Event description:
The customer contact reported the clave port remained in the open position; subsequently, a leak of a chemotherapeutic agent was noted. The primary tubing set was being used to deliver an unspecified solution. The secondary tubing set was connected to the proximal clave port of the primary tubing set for piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time in use, it was reported that an unspecified volume of solution leaked from the connection of the tubing sets. It was reported that when the secondary tubing set was disconnected from the primary tubing set, the silicone sleeve of the clave port remained depressed. The tubing sets were replaced and the therapies were resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).